Event description:
It was reported in a service report that the bed was stuck in trend. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results -- foot end motor coupler had to be replaced. Foot end potentiometer assembly had to be replaced. Lift sensor coil cable had to be replaced.